Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. Approximately (4) years later years post initial procedure, the patient was presented with a type 2 endoloeak and an aaa decreasing in size. Recently, during a routine follow-up, the patient's cta identified an aaa increase, type 3b endoleak in the distal aortic main body area and a type 2 endoleak from lumbars. The physician plans to schedule the patient for a reline. As of the date of this report there have been no additional patient sequelae reported. The patient's status is unknown and no additional information was provided.

Event description:
The patient underwent an agio and there was no identifiable 1a, 1b, 3a or 3b endoleak observed. The physician did not reline or implant any additional stents, however; multiple type 2 endoleaks were observed which is not a device failure. The patient's status is well post-angio.

Manufacturer narrative:
(B)(4). Additional information was received that angio was performed on patient and no identifiable reportable endoleak as seen. The physician noted multiple endoleak type 2 which is not a device failure.